Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over on single station. A technical support specialist found that the station was placed in temporary non-profile mode and informed the customer. The system functioned as intended after troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system all orders were not crossed over on a single station. The customer stated that the reported malfunction occurred when a user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.